Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer used manual injection for high blood glucose treatment and had bolus of 30 units after an hour. Customer wanted to proceed troubleshoot for insulin pump as it was caused for high blood glucose level. The insulin pump will not be returned for analysis.